Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its lcd touchscreen was unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen, which did show signs of physical damage, to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen, which did show signs of physical damage.